Manufacturer narrative:
The lot number of the tube is unk, therefore, the date of manufacture cannot be determined. If the sample is returned, a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that the end of the inner cannula was rough and caused trauma to the pt's stoma, however, there was no pt injury. The tracheostomy tube was removed and the pt was re-intubated with another unspecified shiley tube.